Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting procedures, replaced multiple parts, tightened the probe wash bellows, washed cuvettes manually and changed the cuvette dryer tips. The part replacement resolved the issue. The instrument service history review revealed zero (0) additional service tickets associated with the current complaint that may have contributed to this issue. The complaint review did not identify any trends related to the current complaint. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Tracking and trending review did not identify a trend or systemic issue for the issue associated with this ticket. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results generated on the architect c16000 instrument. The results provided were: sid (B)(6) initial result = 2.96 mmol/l, repeated = 0.71 mmol/l / 0.73 mmol/l. No impact to patient management reported.